Manufacturer narrative:
(B)(6). (B)(4).

Event description:
It was reported that when the physician tried to put the 2.00mm x 12mm emerge balloon over the guidewire and during this process the proximal shaft broke off of the balloon catheter approximately 25-30 cm from the hub. This occurred during preparation and no patient complications occurred.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of an emerge balloon catheter in two pieces. The balloon was loosely folded. The outer shaft, inner shaft, balloon and tip were microscopically examined. The hypotube shaft was completely separated 23.3cm from the hub. The fracture faces were oval as if kinked prior to separation. There was no evidence of any material or manufacturing deficiencies contributing to the damage. There are numerous hypotube and shaft kinks. The investigation conclusion is handling damage as the complaint was caused by handling of the device or portion of the device without direct patient contact. (B)(4).

Event description:
It was reported that when the physician tried to put the 2.00mm x 12mm emerge balloon over the guidewire and during this process the proximal shaft broke off of the balloon catheter approximately 25-30 cm from the hub. This occurred during preparation and no patient complications occurred.